Event description:
Pump had malfunction codes 7 and 9 occur during pt use. Pump reportedly kept beeping and as a result it took 1 hour to deliver a 30 minute infusion. The device was being used in the intermittent mode at the time. No pt injury or other adverse event was associated with the report. The device was removed from use and swapped with a different device before returned for service. The facility was unable to provide any specific pt or drug info. The pt did experience numerous downstream occlusion alarms prior to the occurrence of the pump malfunction. The facility attributed these occlusion alarms to the fact that the pump was delivering 100ml over a 30min period (200ml/hr) through a small PICC line.